Manufacturer narrative:
As reported, the "used/damaged" suture hook was not expected for evaluation, as this device was being retained by the user facility. Without the actual product, an evaluation could not be performed and the root cause of the alleged problem was therefore unable to be determined. This device was manufactured on 04-may-2015. There were no discrepancies noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. Based on the manufacture date, this suture hook was approximately 17 months old when the reported breakage occurred. This is a limited reuse device with a recommendation of five (5) procedures and the number of uses for this device is not available. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this type of reports of "tip breakage". To reduce the risk of tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The user facility reported that during use of this spectrum ii suture hook 45 degree right in a shoulder arthroscopy procedure, the tip of the suture hook broke off in the surgical site. As reported, the broken tip was located and retrieved with no problems noted. Other than a 15-minute delay reported, the procedure was completed with no further complications or patient injury. Follow-up with the user facility representative revealed that the "used" suture hook will not be returned to conmed for evaluation, as the unit is being retained by the compliance department as part of the facility policy. This report is filed on the basis of potential injury with recurrence.